Event description:
Olympus became aware of numerous significant deficiencies in the high-level disinfection of flexible endoscope at the user facility. There were deviations in reprocessing in the areas of pre-cleaning, leak testing, manual cleaning, manual high-level disinfection, drying and storage of the devices. There was reportedly no reports of pt cross-contamination or other adverse impacts to pts or users.

Manufacturer narrative:
Olympus followed up on the report to obtain additional info. The user facility was determined not to be reprocessing flexible endoscope in accordance with the directions for use. An olympus endoscopy support specialist has provided in-service training on the appropriate reprocessing procedures, and provided educational training materials for the facility staff. This report is being submitted as a medical device report in an abundance of caution.